Manufacturer narrative:
Concomitant medical products: boston scientific device implanted (B)(6) 2016. Information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited increasing impedance. The lv lead remains in use. No patient complications have been reported as a result of this event.